Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. (B)(4). Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting.

Event description:
Device has subsided into talus. No treatment was prescribed. Post-approval study to investigate the long term (8 year) survivorship of star ankle among continued access study patients. Patient has increased pain after being active. Takes medication daily for ankle discomfort. Tibial component migrated about 1.2mm to medial malleolus. Talar component subsided about 5mm. Poly loss of height about 2mm. Gross loosening of the talar component, possible loosening of the tibial component. Cysts found tibial 6mm in the medial malleolus. Talar, 4.1mm inferior to the talar component.